Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that the valve was explanted after approximately 4 years (48 months) due to prosthetic mitral valve endocarditis. According to the operative report, the patient is status post aortic valve replacement with mitral valve replacement, tricuspid valve repair and permanent pacemaker insertion in 2007. She also has a history of hypertension, hyperlipidemia, ex-smoker, chronic atrial fibrillation and emphysema/copd. The patient underwent, again, double valve replacement with tricuspid valve repair in 2007 for rheumatic valve disease. In 2009, the patient underwent partial colectomy for diverticulitis. Almost a year later, she presented with multiple episodes of fever. She was diagnosed with subacute bacterial endocarditis and was treated multiple times with prolonged duration of antibiotics (every time 6 weeks). She has presented recently again with low grade fever and fatigue. A transthoracic and transesophageal echocardiogram was performed and showed the presence of vegetation on the mitral valve with moderate to severe mitral regurgitation. Two of the leaflets of the bioprosthetic valve were thickened and retracted. Tee also showed the presence of vegetations on the pacemaker leads. Blood cultures were positive with enterococcus faecalis. The patient was treated with appropriate antibiotics and was referred for mitral valve replacement. Intra-operative tee confirmed the diagnosis of moderate to severe mitral valve regurgitation with thickening and retraction of two of the leaflets of the bioprosthetic valve. Large vegetation on the permanent pacemaker lead was also confirmed. Left ventricular systolic function was preserved and lv ejection fraction was about 65%. The valve was replaced and tee at the completion of the operation showed a well functioning mitral valve. The patient completed the operation in stable condition.

Manufacturer narrative:
(B)(4) = vegetations. Unfortunately, the edwards device was not returned for analysis; therefore, the reported infection could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the operative report indicates that blood cultures were positive with enterococcus faecalis.